Event description:
It was reported that during donor lap nephrectomy procedure the gun was positioned across the renal artery and clamped closed as normal, when the doctor fired the gun it appeared to misfire and the staples did not form properly, resulting in heavy bleeding. As this was a donor nephrectomy the doctor was operating hand assisted lap surgery and was able to control the bleeding using his fingers to clamp the vessel. It has not been made clear to me how the vessel was sealed permanently. The patient was then opened in order to retrieve the kidney which is not common practice as there was already a hand port in place to remove it. The operation was completed and the patients are doing. Device was discarded.

Manufacturer narrative:
(B)(4).information was not provided by the initial contact. Additional followup: what firing did this occur on? First. What did the staples look like? Formed at the proximal part but incomplete in the middle. Did the staples deploy along the entire reload? No only to around half way. If partial fired was that both sides? Yes. Describe misfire? The gun jammed midway through the firing and did not form a complete set of staples. Did the cartridge separate from the device? No. Was the device discarded? Unfortunately yes, I have spoken to the team and re-iterated the importance of securing all devices for testing. The hospital is taking steps to ensure this happens and is looking into why the device was discarded.